Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The f-40 alarm was not identified during device evaluation, however a f-94 alarm was discovered. The cause of the f-94 alarm was determined to be a lead acid battery issue. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-40 alarm. This occurred before use. There was no patient involvement. No additional information is available.